Event description:
It is suspected the stopper came off the patellar resection clamp on the operative date (B)(6) 2024. Event update: the procedure performed was ¿removal of a foreign body¿ & was found lodged in the soft tissue near the patella. It was not performed for revision of implants. There were no x-rays or medical records released by the hospital. The hospital sent me a photo of the item removed & looks like it may be the stopper from the patella clamp as highlighted in the photo.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako clamp was reported. The event was not confirmed as insufficient information was provided. Method & results: the reported device was not returned however a photograph of the device was provided for review. The photograph shows a metal ring. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the lot referenced conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays and the revision operative report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.